Manufacturer narrative:
No intervention was required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during defibrillation threshold testing at an implant, this device lost telemetry connection with a programmer. Due to the loss of telemetry, the device electrograms could not be seen during sensing. No adverse patient effects were reported.